Event description:
It was reported to boston scentific corporation, that during a ureteroscopy, a uromax ultra dilatation balloon was used to dilate the ureter. During inflation, the balloon burst inside the patient. The procedure was completed with another uromax ultra balloon. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.